Manufacturer narrative:
The customer returned the meter and test strips. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 233431-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). The returned customer material and retention material complies with specification.

Manufacturer narrative:
The meter memory of customer's coaguchek xs meter up1221052 lists an additional test from the day of the event of 6.4 inr at 7:49 a.m.

Event description:
At 7:56 a.m. The customer tested on his coaguchek xs meter with serial number (B)(4) and obtained a result of 5.0 inr. At 10:39 a.m. The customer tested on his meter again and obtained a result of 6.8 inr. Later that afternoon at 5:58 p.m. The customer tested again on his meter and obtained a result of 7.2 inr. At 6:05 p.m. The result from a venous sample performed by an unknown laboratory method was 4.6 inr. The customer was in the hospital undergoing "some medical investigation." The patient's therapeutic range is 2.5-3.0 inr. No adverse event occurred. On (B)(6) 2016 the patient tested on his meter at 8:29 a.m. And the result was 5.8 inr. The suspect product was requested for return. The relevant retention test strips (lot 233431-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). No error messages occurred. The retention material complies with the specification.